Event description:
Found during routine daily testing. Customer called to report that device's shock button works intermittently and they have to push it several times for the device to discharge. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and was able to reproduce the reported problem. Physio replaced the keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.